Manufacturer narrative:
E1: initial reporter details are unknown g2: country of event - japan. G4: 510(k)#: please note that this product c01a-j (bone cement c01a-j hv-r japan) is not marketed in the united states; however, it is similar to the united states marketed device c01a (kyphon hv-r bone cement - us) with 510(k)# k041584. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having primary osteopo rosis for compression fracture at l3. It was reported that abnormal hardening occurred during cement filling into the bone filler device. The cement hardened approximately 2 minutes after mixing began. There was no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of product no: (B)(4), lot no: el70355 visual inspection confirmed the cement has been mixed and used in the mixer. Unable to determine viscosity of cement at the time of mixing/use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.